Event description:
It was reported that a patient, who had a right tha, underwent a revision procedure. Poly swap secondary to traumatic arthritis failure was reported. There were no surgical delays or device breakages during the procedure. No x-rays were provided. The explanted devices are not available for return. No images were provided. No further information.

Manufacturer narrative:
Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.